Manufacturer narrative:
Ito, w., whiles, b., larson, m., duchene, d., molina, w., neff, d. Vid4-16 prostatic pockets: rezuming normal voiding via holep. A303.

Event description:
It was reported to boston scientific via an article that a case study was performed to demonstrate that a holmium laser enucleation of the prostate (holep) procedure can be used to treat a rare water vapor therapy procedure side effect. A single case of a 70 year old male patient, with a history of unspecified urinary symptoms was evaluated. The patient underwent a water vapor therapy procedure two years prior to the holep surgery. As a result of the water vapor therapy procedure, residual mucosal tissue was present. This tissue created a membrane over empty prostatic cavities which resulted in persistent bladder obstruction. The patient chose to undergo a holep as therapy. The holep surgery revealed a large empty pocket within the prostate. The extra tissue was ablated. The patient was discharged home on post-operative day zero. At follow up, he reported significant improvement of symptoms and quality of life.

Manufacturer narrative:
Ito, w., whiles, b., larson, m., duchene, d., molina, w., neff, d. Vid4-16 prostatic pockets: rezuming normal voiding via holep. A303. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article that a case study was performed to demonstrate that a holmium laser enucleation of the prostate (holep) procedure can be used to treat a rare water vapor therapy procedure side effect. A single case of a 70 year old male patient, with a history of unspecified urinary symptoms was evaluated. The patient underwent a water vapor therapy procedure two years prior to the holep surgery. As a result of the water vapor therapy procedure, residual mucosal tissue was present. This tissue created a membrane over empty prostatic cavities which resulted in persistent bladder obstruction. The patient chose to undergo a holep as therapy. The holep surgery revealed a large empty pocket within the prostate. The extra tissue was ablated. The patient was discharged home on post-operative day zero. At follow up, he reported significant improvement of symptoms and quality of life.